Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical intervention was performed, and the lead was repositioned. Once the lead was repositioned, the lead measurements were normal. The physician suspected a lead micro-dislodgement. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of 55 ohms. Pacing threshold measurements increased as well. No adverse patient effects were reported. The lead remains in service.